Event description:
Follow up reported, the patient did not have concerns with their device or therapy and they had received assistance from their doctor or representative. It was noted there was an appointment on (B)(6) 2012.

Event description:
It was reported, the device went "berserk" and the patient could feel it "pulsating" when they were lying down. The patient had set their cell phone on their stomach and the implantable neurostimulator (ins) went "crazy." The problem started approximately one month prior to report. There was no known accident or incident related to the complaint. The location of the patient's symptoms was at the ins location. One day later it was reported, the patient had felt the pulsing similar to a tens unit. Patient wanted their device turned down. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 435135 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 435135 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Further follow up information received reported that the patient was reprogrammed and was noted as doing fine. If additional information becomes available, a follow-up report will be sent.